Event description:
Sixty-seven year-old male had colonoscopy using the disposable polypectomy snare. The snare became dislodged and broke off, remaining in the colon. This was not known until five weeks later when the patient complained of severe pain. X-ray revealed the snare slong with free air in the abdomen. An exploratory laparotomy, sigmoid resection, and colostomy of the distal descending colon were done. Another snare dislodged in a patient. Have had no injury.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by other facility staff. The device was destroyed/disposed of.